Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was dissatisfied with their hcp service. The patient had an appointment the day of the report to see the hcp and indicated that the pa typically performs refills and seemed like the pa got defensive when the patient asked questions. Per the patient they were told that medications can't cause the symptoms that patient was experiencing however, the patient had researched online which stated otherwise. The patient also reported that they are recommending an non-opiate to add to the pump but pt doesn't want to per advice of other hcp¿s as it can cause psychosis. The patient didn¿t feel comfortable with the care they were receiving from hcp clinic. The patient did believe that the pump was helping to a point. The patient further reported they were increasing medication at slow pace due to side effects of itching however, believed that about 6-8 weeks ago, received more medication than she should have. The patient stated they knew something was wrong, kept having pain but taking longer to help manage due to small increases. Bupivacaine was added about 2 weeks ago. The patient did not notify the hcp right away. The patient stated they had developed urinary and bowel incontinence which she noticed about 3 weeks ago (patient had mild case beforehand) and the patient went to urologist and had an ultrasound, which ruled out uti and everything was coming out fine. The urologist gave the patient tobiaz for now. The patient had an appointment the day of the report to see the hcp. The pump was used to deliver bupivacaine and dilaudid. Additional information has been requested, but had not been received as of the date of this report.